Manufacturer narrative:
The initial 3500a was inadvertently entered incorrectly. Follow up medwatch (B)(4) filed to correct date on initial medwatch (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm looking for a replacement. Complaint form sent (B)(6) 2015.

Manufacturer narrative:
Incorrect on mw-301808. Correct date of MFR= 12/14/15. One (1) mmsi final tightener ¿ x25 driver (product code: 2797-12-600, lot no: g0211) was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the distal tips on the x25 torque driver were stripped in the direction of tightening. This damage is consistent with a tightener that is inadequately engaged during use. Moreover, the thread stripping on the driver tip is consistent with a damage that caused as result of unanticipated torsional forces during tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the x25 tightener distal tip stripping. However, the observed damage is localized to the distal tip of the tightener suggesting that it was inadequately engaged during use. An unanticipated torsional force during tightening in this position could have contributed to the reported problem of thread stripping. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.